Event description:
It was reported the patient experienced pain (described as stabbing) in the back where the leads enter the spine when the patient was active, such as when twisting and turning, which had been present since the implant. The leads were in the neck and delivered stimulation to his arms. The patient turned stimulation off at night because it kept him awake. The patient was on light duty at work. The patient had not attempted to decrease stimulation, as this had caused a lack of effect in his arms, which is where he desired stimulation. The health care provider planned to do a steroid epidural injection. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received from the hcp reported that the event was unrelated to the scs implant and the situation had resolved.

Manufacturer narrative:
Product ID 3777-60, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product typ: lead, product ID 3777-60, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product typ: lead. (B)(4).